Event description:
It was reported that during pump replacement due to nearing end of life, the healthcare provider (hcp) could not aspirate the catheter. The hcp did not determine the cause of not being able to aspirate the catheter; however, the hcp believed that the system had, in fact, been working and delivering the medication properly. The sutureless connector was replaced. The hcp placed the connector on the pump prior to prime and then primed the pump and catheter back table. The medication concentration was also changed during the procedure from lioresal 500mcg/ml to 2000mcg/ml. There were no therapy issues and the patient was getting good therapy. The patient was doing well since replacement.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).